Event description:
It was reported that the pump touch screen was cracked, the pump was powered on but displayed a black screen with no further information available about the blood glucose level impact. A replacement pump was issued to the customer.